Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned device data were inspected. The data indicated that a high number of charging cycles and shock deliveries were triggered by intrinsic signals in rapid succession, potentially leading to eos detection on january 7, 2025. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.

Event description:
Device explanted due to reported eos status. Should additional information be received, this file will be updated.